Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. User error: per the tandem user guide, ¿novorapid and trurapi are compatible with the system for use up to 72 hours (3 days). Humalog and admelog are compatible with the system for use up to 48 hours (2 days).¿

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high". A specific bg value was not provided. The customer administered a manual injection of insulin to address the bg. Reportedly, the customer used the cartridge past labeling. Tandem technical support educated the customer insulin and cartridge labeling. Recommendation was made to consult with a healthcare provider regarding diabetes management.